Event description:
Discordant results were reported from an advia 1800 connected with a laboratory information system (lis). The customer uses automatic validation of the results in the lis and the results were reported out. There are no known reports of patient intervention or adverse health consequences due to the discordant advia 1800 results.

Manufacturer narrative:
A siemens field application specialist (fas) was dispatched to the customer site. The fas verified that the results were flagged. As per advia 1800 operator guide: "you may have to rerun some patient tests if they are flagged with an alarm mark or for any reason required by your laboratory review protocol." The instrument is performing within specifications. Further evaluation of the device is not required.